Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted during testing. No moisture damage noted on electronic assembly or on motor. The insulin pump had a scratched display window and cracked case at display window corners. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the numbers were rolling up and the scroll bar was moving with no input. The customer's mother reported that the insulin pump had condensation behind the screen. The customer's blood glucose was 419 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the insulin pen. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.